Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after an uterine fibroid embolization interventional procedure. Reportedly, there was resistance advancing the thumb advancer. The sheath split completely; however, sheath shredding was noted. The clip deployed but remained on the distal end of the device. There was resistance removing the device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number changed from 8010641 to 7110741. The device was returned for analysis. The reported difficult/failure to advance the thumb advancer, sheath shredding and clip remaining at the distal end of the device were confirmed. Difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.